Manufacturer narrative:
Samples have been received and are currently being investigated. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
An experienced phlebotomist tried to activate the wingset in-vein and the needle would not retract. She took the device out of the patient and tried activating the device several more times and eventually got stuck with the needle. She disposed of the device in the sharps container without the needle being retracted. The clinician has had her blood tested and she was given prophylaxis.